Manufacturer narrative:
Date of event estimated as (B)(6) 2013. Implant date estimated as (B)(6) 2008. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment - literature title: five-year outcome after implantation of zotarolimus- and everolimus-eluting stents in randomized trial participants and nonenrolled eligible patients.

Event description:
It was reported through a research article identifying xience v stents that may be related to the following: thrombosis, myocardial infarction (mi), target lesion failure (tlf), target lesion revascularization (tlr), target vessel revascularization (tvr), and cardiac death. The article summarizes outcomes of 694 patients treated with a xience v stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "five-year outcome after implantation of zotarolimus- and everolimus-eluting stents in randomized trial participants and nonenrolled eligible patients".